Event description:
Date of event for the second device: (B)(6) 2010. Two #8 shiley trach tubes needed to be replaced in a 48 hour time frame due to cuff leaks. Before insertion, md checked cuff integrity by inflating and pacing in bowl of saline.